Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as patient did not wash their hands after using the washroom. On the same day as the event onset, the patient was hospitalized for peritonitis. On the same day, the patient was treated with intraperitoneal ceftazidime (for 21 days; dose and frequency not reported) for peritonitis. Dianeal therapy was ongoing. The patient was discharged from the hospital eight days after event onset. At the time of this report, the patient was considered recovered from the event of peritonitis. Two days after hospital discharge, the patient was retrained on aseptic technique. No additional information is available.